Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the ceramic sleeve dislodged from its normal position on the yaw pulley. Ceramic sleeve does not have missing material. There was minimal silicone adhesive on the yaw pulley and inside the ceramic sleeve. Additional observations not reported by site: the instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis next to the idler pulley. Material appeared to have burnt off from the charring that occurred near the idler pulley. The instrument passed the electrical continuity test. The instrument conductor wire did not exhibit any damage. Components adjacent to the yaw pulley showed thermal damage. The instrument was found to have localized melting on the tube extension close to the yaw pulley. A review of the procedure logs confirmed there was another energy producing instrument in the procedure. The complaint regarding the energy issue was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: it is unknown where the arcing appeared to originate/occur, but the instrument did not exhibit damage after the arcing event while the surgeon was cauterizing with energy monopolar coagulation. A fenestrated bipolar forceps instrument was in use as well when the arcing event occurred; the customer was using an erbe generator with settings in 4 on both cut and coagulation. The instrument tips were in contact with tissue at the moment the arcing event occurred, but there was no injury to the patient and they have not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument was connected properly and its tips did not collide with any other instrument or tool during the procedure, nor did they touch any staples, clips, or sutures while energized. Also, the instrument's jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. Additionally, the provided image is consistent with the failure analysis finding of thermal damage on the yaw pulley.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the permanent cautery hook be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start post-anesthesia of a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument's steel wire had leakage of electricity. The surgeon dare not continue to use the instrument. The procedure was completed with no reported injury.